Event description:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('remainder of the essure device in the right cornua'), device breakage ('remainder of the essure / fourth marker') and device dislocation ('left part somewhat in a different position than right side') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "during release of the left essure, it came out along". The patient's medical history included parity 2. No allergies. Previously administered products included for contraception: copper iud and mirena. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal discomfort ("sensation that something is not good in her lower abdomen"), uterine haemorrhage ("bleeding uterus"), headache ("headache"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), vision blurred ("blurred vision"), fatigue ("extremely tired"), dizziness ("dizzy position-independent") with middle insomnia, bladder discomfort ("pressure on bladder"), pollakiuria ("frequent urination") and complication of device removal ("incomplete removal of her essures") and was found to have weight increased ("gain 10kg in weight"). The patient was treated with ibuprofen sodium (brufen), levocetirizine, paracetamol and surgery (bilateral tubectomy on (B)(6) 2016 and removal of the remainder of the essure device from the right cornua on (B)(6) 2017). Essure was removed. At the time of the report, the uterine perforation, device breakage, device dislocation, abdominal discomfort, uterine haemorrhage, headache, arthralgia, feeling abnormal, vision blurred, fatigue, dizziness, bladder discomfort, pollakiuria and complication of device removal outcome was unknown. The reporter considered abdominal discomfort, arthralgia, bladder discomfort, complication of device removal, device breakage, device dislocation, dizziness, fatigue, feeling abnormal, headache, pollakiuria, uterine haemorrhage, uterine perforation, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Allergy test on (B)(6) 2012: positive. Hysterosalpingogram in (B)(6) 2009: both fallopian tubes were closed and the left essure persisted in appearing somewhat different in position. Hysteroscopy on (B)(6) 2009: initially the left side was well situated, but during the release of the essure it came out along. Therefore a new one was inserted. Pathology test on (B)(6) 2016: bilateral tubectomy in conjunction with essure symptoms: aside from a small peritubal cyst, no abnormalities. Ultrasound scan vagina on (B)(6) 2016: normal uterus in, normal endometrium, essure deep on right and even deeper on left; on (B)(6) 2017: uterus in anteflexion, normal contour and texture. Ovaries: no abnormalities, right subserosal, cornual dense ultrasound finding consistent with fourth marker/ a residual piece of the essure was present in the right cornual area of the uterus. X-ray in (B)(6) 2009: the left part of essure appeared to be in a somewhat different position than on the right side. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ('remainder of the essure device in the right cornua'), device breakage ('remainder of the essure / fourth marker') and device dislocation ('left part somewhat in a different position than right side') in a 37-year-old female patient who had essure (batch no. 628439/626918) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "during release of the left essure, it came out along". The patient's medical history included parity 2. No allergies. Previously administered products included for contraception: copper iud and mirena. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced headache ("headache"), arthralgia ("joint pain"), vision blurred ("blurred vision"), fatigue ("extremely tired"), dizziness ("dizzy position-independent") with middle insomnia and malaise ("sense that something is not right"). On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization, medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal discomfort ("sensation that something is not good in her lower abdomen"), uterine haemorrhage ("bleeding uterus"), feeling abnormal ("brain fog"), bladder discomfort ("pressure on bladder"), pollakiuria ("frequent urination"), complication of device removal ("incomplete removal of her essures"), bone pain ("pain in bones") and dyspnoea ("short breath") and was found to have weight increased ("gain 10kg in weight"). The patient was treated with ibuprofen sodium (brufen), levocetirizine, paracetamol and surgery (bilateral tubectomy on (B)(6) 2016 and removal of the remainder of the essure device from the right cornua on (B)(6) 2017). Essure was removed on (B)(6) 2016. On (B)(6) 2017, the headache, arthralgia, vision blurred, fatigue and dizziness had resolved. At the time of the report, the uterine perforation, device breakage, device dislocation, abdominal discomfort, uterine haemorrhage, feeling abnormal, weight increased, bladder discomfort, pollakiuria, complication of device removal, malaise and bone pain outcome was unknown and the dyspnoea had resolved. The reporter considered bone pain, dizziness, dyspnoea, fatigue and weight increased to be unrelated to essure. The reporter considered abdominal discomfort, arthralgia, bladder discomfort, complication of device removal, device breakage, device dislocation, feeling abnormal, headache, malaise, pollakiuria, uterine haemorrhage, uterine perforation and vision blurred to be related to essure. The reporter commented: on ultrasound in novasure, gynaecologist recently esteemed [she/he] could see a small piece remaining. Reporter informed event 'fatigue' is 40% less. Essure removal was performed at patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Allergy test - on (B)(6) 2012: positive. Hysterosalpingogram - in (B)(6) 2009: both fallopian tubes were closed and the left essure persisted in appearing somewhat different in position. Hysteroscopy - on (B)(6) 2009: initially the left side was well situated, but during the release of the essure it came out along. Therefore a new one was inserted. Pathology test - on (B)(6) 2016: bilateral tubectomy in conjunction with essure symptoms: aside from a small peritubal cyst, no abnormalities. Ultrasound scan vagina - on (B)(6) 2016: normal uterus in, normal endometrium, essure deep on right and even deeper on left; on (B)(6) 2017: uterus in anteflexion, normal contour and texture. Ovaries: no abnormalities, right subserosal, cornual dense ultrasound finding consistent with fourth marker/ a residual piece of the essure was present in the right cornual area of the uterus. Ultrasound uterus - on an unknown date: on ultrasound in novasure, gynaecologist recently esteemed could see a small piece remaining. X-ray - in (B)(6) 2009: the left part of essure appeared to be in a somewhat different position than on the right side. Most recent follow-up information incorporated above includes: on 22-jul-2020: reporter added, initials updated from cvdb to hvdb, lot number added, removal date updated from (B)(6) 2010 to (B)(6) 2016, bone pain and dyspnea added as event, weight gain outcome updated to "unknown", narrative updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and subsequently by a lawyer and describes the occurrence of uterine perforation ('remainder of the essure device in the right cornua'), device breakage ('remainder of the essure / fourth marker') and device dislocation ('left part somewhat in a different position than right side') in a 37-year-old female patient who had essure (batch no. 628439, 626918) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "during release of the left essure, it came out along". The patient's medical history included parity 2. No allergies. Previously administered products included for contraception: copper iud and mirena. Concurrent conditions included overweight. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced headache ("headache"), arthralgia ("joint pain"), vision blurred ("blurred vision"), malaise ("sense that something is not right"), fatigue ("extremely tired") and dizziness ("dizzy position-independent") with middle insomnia. On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization, medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal discomfort ("sensation that something is not good in her lower abdomen"), uterine haemorrhage ("bleeding uterus"), dyspnoea ("short breath"), bone pain ("pain in bones"), feeling abnormal ("brain fog"), bladder discomfort ("pressure on bladder"), pollakiuria ("frequent urination") and complication of device removal ("incomplete removal of essures") and was found to have weight increased ("gain 10kg in weight"). The patient was treated with ibuprofen sodium (brufen), levocetirizine, paracetamol and surgery (bilateral tubectomy on (B)(6) 2016 and removal of the remainder of the essure device from the right cornua on (B)(6) 2017). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the headache, arthralgia, vision blurred, fatigue and dizziness had resolved. At the time of the report, the uterine perforation, device breakage, device dislocation, abdominal discomfort, uterine haemorrhage, bone pain, weight increased, malaise, feeling abnormal, bladder discomfort, pollakiuria and complication of device removal outcome was unknown and the dyspnoea had resolved. The reporter considered bone pain, dizziness, dyspnoea, fatigue and weight increased to be unrelated to essure. The reporter considered abdominal discomfort, arthralgia, bladder discomfort, complication of device removal, device breakage, device dislocation, feeling abnormal, headache, malaise, pollakiuria, uterine haemorrhage, uterine perforation and vision blurred to be related to essure. The reporter commented: on ultrasound in novasure, gynaecologist recently esteemed [she/he] could see a small piece remaining. Reporter informed event 'fatigue' is 40% less. Essure removal was performed at patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Allergy test - on (B)(6) 2012: positive. Hysterosalpingogram - in (B)(6) 2009: both fallopian tubes were closed and the left essure persisted in appearing somewhat different in position. Hysteroscopy - on (B)(6) 2009: initially the left side was well situated, but during the release of the essure it came out along. Therefore a new one was inserted. Pathology test - on (B)(6) 2016: bilateral tubectomy in conjunction with essure symptoms: aside from a small peritubal cyst, no abnormalities. Ultrasound scan vagina - on (B)(6) 2016: normal uterus in, normal endometrium, essure deep on right and even deeper on left; on (B)(6) 2017: uterus in anteflexion, normal contour and texture. Ovaries: no abnormalities, right subserosal, cornual dense ultrasound finding consistent with fourth marker/ a residual piece of the essure was present in the right cornual area of the uterus. Ultrasound uterus - on an unknown date: on ultrasound in novasure, gynaecologist recently esteemed could see a small piece remaining. X-ray - in (B)(6) 2009: the left part of essure appeared to be in a somewhat different position than on the right side. Lot number: 626918 manufacturing date: 2008-04 expiration date:2010-04. Lot number: 628439 manufacturing date: 2008-12 expiration date:2011-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2021: reporter added. Patient´s initial amended. Removal date amended to capture date of complete device removal. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('remainder of the essure device in the right cornua'), device breakage ('remainder of the essure / fourth marker') and device dislocation ('left part somewhat in a different position than right side') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "during release of the left essure, it came out along". The patient's medical history included parity 2. No allergies. Previously administered products included for contraception: copper iud and mirena. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced headache ("headache"), arthralgia ("joint pain"), vision blurred ("blurred vision"), fatigue ("extremely tired"), dizziness ("dizzy position-independent") with middle insomnia and malaise ("sense that something is not right"). On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization, medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal discomfort ("sensation that something is not good in her lower abdomen"), uterine haemorrhage ("bleeding uterus"), feeling abnormal ("brain fog"), bladder discomfort ("pressure on bladder"), pollakiuria ("frequent urination") and complication of device removal ("incomplete removal of her essures") and was found to have weight increased ("gain 10kg in weight"). The patient was treated with ibuprofen sodium (brufen), levocetirizine, paracetamol and surgery (bilateral tubectomy on (B)(6) 2016 and removal of the remainder of the essure device from the right cornua on (B)(6) 2017). Essure was removed on (B)(6) 2010. On (B)(6) 2017, the headache, arthralgia, vision blurred, fatigue and dizziness had resolved. At the time of the report, the uterine perforation, device breakage, device dislocation, abdominal discomfort, uterine haemorrhage, feeling abnormal, bladder discomfort, pollakiuria, complication of device removal and malaise outcome was unknown. The reporter considered abdominal discomfort, arthralgia, bladder discomfort, complication of device removal, device breakage, device dislocation, dizziness, fatigue, feeling abnormal, headache, malaise, pollakiuria, uterine haemorrhage, uterine perforation, vision blurred and weight increased to be related to essure. The reporter commented: on ultrasound in novasure, gynaecologist recently esteemed [she/he] could see a small piece remaining. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Allergy test - on (B)(6) 2012: positive. Hysterosalpingogram - in october 2009: both fallopian tubes were closed and the left essure persisted in appearing somewhat different in position. Hysteroscopy - on (B)(6) 2009: initially the left side was well situated, but during the release of the essure it came out along. Therefore a new one was inserted. Pathology test - on (B)(6) 2016: bilateral tubectomy in conjunction with essure symptoms: aside from a small peritubal cyst, no abnormalities. Ultrasound scan vagina - on (B)(6) 2016: normal uterus in, normal endometrium, essure deep on right and even deeper on left; on (B)(6) 2017: uterus in anteflexion, normal contour and texture. Ovaries: no abnormalities, right subserosal, cornual dense ultrasound finding consistent with fourth marker/ a residual piece of the essure was present in the right cornual area of the uterus. Ultrasound uterus - on an unknown date: on ultrasound in novasure, gynaecologist recently esteemed could see a small piece remaining. X-ray - in august 2009: the left part of essure appeared to be in a somewhat different position than on the right side. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: essure removal date (B)(6) 2010); start date (B)(6) 2009) and stop date (B)(6) 2017) of adverse events headache, arthralgia, vision blurred, fatigue, dizziness and feeling unwell; general outcome unknown; new adverse event "sense that something is not right". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('remainder of the essure device in the right cornua'), device breakage ('remainder of the essure / fourth marker') and device dislocation ('left part somewhat in a different position than right side') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "during release of the left essure, it came out along". The patient's medical history included parity 2. No allergies. Previously administered products included for contraception: copper iud and mirena. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal discomfort ("sensation that something is not good in her lower abdomen"), uterine haemorrhage ("bleeding uterus"), headache ("headache"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), vision blurred ("blurred vision"), fatigue ("extremely tired"), dizziness ("dizzy position-independent") with middle insomnia, bladder discomfort ("pressure on bladder"), pollakiuria ("frequent urination") and complication of device removal ("incomplete removal of her essures") and was found to have weight increased ("gain 10kg in weight"). The patient was treated with ibuprofen sodium (brufen), levocetirizine, paracetamol and surgery (bilateral tubectomy on (B)(6) 2016 and removal of the remainder of the essure device from the right cornua on (B)(6) 2017). Essure was removed. At the time of the report, the uterine perforation, device breakage, device dislocation, abdominal discomfort, uterine haemorrhage, headache, arthralgia, feeling abnormal, vision blurred, fatigue, dizziness, bladder discomfort, pollakiuria and complication of device removal outcome was unknown. The reporter considered abdominal discomfort, arthralgia, bladder discomfort, complication of device removal, device breakage, device dislocation, dizziness, fatigue, feeling abnormal, headache, pollakiuria, uterine haemorrhage, uterine perforation, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Allergy test - on (B)(6) 2012: positive. Hysterosalpingogram - in (B)(6) 2009: both fallopian tubes were closed and the left essure persisted in appearing somewhat different in position. Hysteroscopy - on (B)(6) 2009: initially the left side was well situated, but during the release of the essure it came out along. Therefore a new one was inserted. Pathology test - on (B)(6) 2016: bilateral tubectomy in conjunction with essure symptoms: aside from a small peritubal cyst, no abnormalities. Ultrasound scan vagina - on (B)(6) 2016: normal uterus in, normal endometrium, essure deep on right and even deeper on left; on (B)(6) 2017: uterus in anteflexion, normal contour and texture. Ovaries: no abnormalities, right subserosal, cornual dense ultrasound finding consistent with fourth marker/ a residual piece of the essure was present in the right cornual area of the uterus. X-ray - in (B)(6) 2009: the left part of essure appeared to be in a somewhat different position than on the right side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ('remainder of the essure device in the right cornua'), device breakage ('remainder of the essure / fourth marker') and device dislocation ('left part somewhat in a different position than right side') in a 37-year-old female patient who had essure (batch no. 628439, 626918) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "during release of the left essure, it came out along". The patient's medical history included parity 2. No allergies. Previously administered products included for contraception: copper iud and mirena. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced headache ("headache"), arthralgia ("joint pain"), vision blurred ("blurred vision"), fatigue ("extremely tired"), dizziness ("dizzy position-independent") with middle insomnia and malaise ("sense that something is not right"). On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization, medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal discomfort ("sensation that something is not good in her lower abdomen"), uterine haemorrhage ("bleeding uterus"), feeling abnormal ("brain fog"), bladder discomfort ("pressure on bladder"), pollakiuria ("frequent urination"), complication of device removal ("incomplete removal of her essures"), bone pain ("pain in bones") and dyspnoea ("short breath") and was found to have weight increased ("gain 10kg in weight"). The patient was treated with ibuprofen sodium (brufen), levocetirizine, paracetamol and surgery (bilateral tubectomy on (B)(6) 2016 and removal of the remainder of the essure device from the right cornua on (B)(6) 2017). Essure was removed on (B)(6) 2016. On (B)(6) 2017, the headache, arthralgia, vision blurred, fatigue and dizziness had resolved. At the time of the report, the uterine perforation, device breakage, device dislocation, abdominal discomfort, uterine haemorrhage, feeling abnormal, weight increased, bladder discomfort, pollakiuria, complication of device removal, malaise and bone pain outcome was unknown and the dyspnoea had resolved. The reporter considered bone pain, dizziness, dyspnoea, fatigue and weight increased to be unrelated to essure. The reporter considered abdominal discomfort, arthralgia, bladder discomfort, complication of device removal, device breakage, device dislocation, feeling abnormal, headache, malaise, pollakiuria, uterine haemorrhage, uterine perforation and vision blurred to be related to essure. The reporter commented: on ultrasound in novasure, gynaecologist recently esteemed [she/he] could see a small piece remaining. Reporter informed event 'fatigue' is 40% less. Essure removal was performed at patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Allergy test - on (B)(6) 2012: positive. Hysterosalpingogram - in (B)(6) 2009: both fallopian tubes were closed and the left essure persisted in appearing somewhat different in position. Hysteroscopy - on (B)(6) 2009: initially the left side was well situated, but during the release of the essure it came out along. Therefore a new one was inserted. Pathology test - on (B)(6) 2016: bilateral tubectomy in conjunction with essure symptoms: aside from a small peritubal cyst, no abnormalities. Ultrasound scan vagina - on (B)(6) 2016: normal uterus in, normal endometrium, essure deep on right and even deeper on left; on (B)(6) 2017: uterus in anteflexion, normal contour and texture. Ovaries: no abnormalities, right subserosal, cornual dense ultrasound finding consistent with fourth marker/ a residual piece of the essure was present in the right cornual area of the uterus. Ultrasound uterus - on an unknown date: on ultrasound in novasure, gynaecologist recently esteemed could see a small piece remaining. X-ray - in (B)(6) 2009: the left part of essure appeared to be in a somewhat different position than on the right side. Lot number: 626918 manufacturing date: 2008-04 expiration date:2010-04. Lot number: 628439 manufacturing date: 2008-12 expiration date:2011-12 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ('remainder of the essure device in the right cornua'), device breakage ('remainder of the essure / fourth marker') and device dislocation ('left part somewhat in a different position than right side') in a 37-year-old female patient who had essure (batch no. 628439, 626918) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "during release of the left essure, it came out along". The patient's medical history included parity 2. No allergies. Previously administered products included for contraception: copper iud and mirena. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced headache ("headache"), arthralgia ("joint pain"), vision blurred ("blurred vision"), fatigue ("extremely tired"), dizziness ("dizzy position-independent") with middle insomnia and malaise ("sense that something is not right"). On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization, medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal discomfort ("sensation that something is not good in her lower abdomen"), uterine haemorrhage ("bleeding uterus"), feeling abnormal ("brain fog"), bladder discomfort ("pressure on bladder"), pollakiuria ("frequent urination"), complication of device removal ("incomplete removal of her essures"), bone pain ("pain in bones") and dyspnoea ("short breath") and was found to have weight increased ("gain 10kg in weight"). The patient was treated with ibuprofen sodium (brufen), levocetirizine, paracetamol and surgery (bilateral tubectomy on (B)(6) 2016 and removal of the remainder of the essure device from the right cornua on (B)(6) 2017). Essure was removed on (B)(6) 2016. On (B)(6) 2017, the headache, arthralgia, vision blurred, fatigue and dizziness had resolved. At the time of the report, the uterine perforation, device breakage, device dislocation, abdominal discomfort, uterine haemorrhage, feeling abnormal, weight increased, bladder discomfort, pollakiuria, complication of device removal, malaise and bone pain outcome was unknown and the dyspnoea had resolved. The reporter considered bone pain, dizziness, dyspnoea, fatigue and weight increased to be unrelated to essure. The reporter considered abdominal discomfort, arthralgia, bladder discomfort, complication of device removal, device breakage, device dislocation, feeling abnormal, headache, malaise, pollakiuria, uterine haemorrhage, uterine perforation and vision blurred to be related to essure. The reporter commented: on ultrasound in novasure, gynaecologist recently esteemed [she/he] could see a small piece remaining. Reporter informed event 'fatigue' is 40% less. Essure removal was performed at patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Allergy test - on (B)(6) 2012: positive. Hysterosalpingogram - in (B)(6) 2009: both fallopian tubes were closed and the left essure persisted in appearing somewhat different in position. Hysteroscopy - on (B)(6) 2009: initially the left side was well situated, but during the release of the essure it came out along. Therefore a new one was inserted. Pathology test - on (B)(6) 2016: bilateral tubectomy in conjunction with essure symptoms: aside from a small peritubal cyst, no abnormalities. Ultrasound scan vagina - on (B)(6) 2016: normal uterus in, normal endometrium, essure deep on right and even deeper on left; on (B)(6) 2017: uterus in anteflexion, normal contour and texture. Ovaries: no abnormalities, right subserosal, cornual dense ultrasound finding consistent with fourth marker/ a residual piece of the essure was present in the right cornual area of the uterus. Ultrasound uterus - on an unknown date: on ultrasound in novasure, gynaecologist recently esteemed could see a small piece remaining. X-ray - in (B)(6) 2009: the left part of essure appeared to be in a somewhat different position than on the right side. Lot number: 626918. Manufacturing date: 2008-04. Expiration date:2010-04. Lot number: 628439. Manufacturing date: 2008-12. Expiration date:2011-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.